Event description:
The sensing tip trocar allegedly didn't feel right, it failed to retract. The device was not used in the surgery. The physician didn't feel comfortable with the unit. The device history review indicated there was no lot specific problem. Add'l labeling instructions have been included in the instructions for use for proper handling of the product.